Event description:
The customer complained that the bed exit alarm could be heard, even when the volume was turned up to the maximum.

Manufacturer narrative:
The technician replaced the scale board, which resolved the issue. The bed is operating normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.